Manufacturer narrative:
The hill-rom technician found the brake casters not holding due to being out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating when the brakes were set they would not hold. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).